Event description:
It was reported that during a gastric bypass procedure, all four trocar leaked excessively. When a 5mm instrument was placed into the trocar, they had difficulty maintaining pneumo in the patient. They were able to complete the procedure without switching the trocars. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.